Event description:
Surgeon reports surgery indicated to repair nonunion at follow up. No damage noted to implant, but the implanted nail was replaced with another i.m. Nail. No product defect indicated.